Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose. The customer blood glucose (bg) was 318 mg/dl. The customer delivered a bolus to address bg level. The customer believed that the high bg was due to a twisted tubing overnight. Reportedly, the customer inquired if had completed the load correctly. Tandem customer technical services reviewed pump log and determined the pump functioned as intended.